Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs for the reported procedure date did not find any errors that were relevant to the reported event.

Event description:
A patient in a study underwent an ion lung biopsy of two lesions involving the left upper lobe. The next day, the patient presented to the emergency department with right sided chest pain and shortness of breath one day following the bronchoscopy procedure. The patient was treated with intravenous (IV) steroids and a breathing treatment which gave the patient significant improvement. A computed tomography (CT) scan was also completed with no findings. The patient was not admitted and the event was reported as resolved the same day. The first lesion measured 30 x 29 x 37 mm and the distance from nearest pleura was 0 mm. Tools used for this lesion were a 21g flexision needle, cook captura forceps, and bronchoalveolar lavage (bal). The second lesion measured 21 x 16 x 40 mm and the distance from nearest pleura was 0 mm. Tools used for this lesion were a 21g flexision needle, cook captura forceps, and a bronchoalveolar lavage (bal). The procedure was completed as planned utilizing ion, no malfunctions were reported, and the procedure time was 57 minutes. There was no report of an ion device malfunction during the procedure. Pathology results of the biopsies indicated both lesions were benign (granulomatous inflammation). The study investigator reported the event as a common terminology for criteria for adverse events (ctcae) grade ii, not related to the ion system, possibly related to the ion procedure, and definitely related to the patient's existing condition(s).